Event description:
It was reported that this patient with this pacemaker had device features rhythmiq and atrial ventricle (av) search enabled. It was also noted that the patient's underlying rhythm is a second-degree heart block. Additionally, when device feature av search lengthens the av delay, this triggers the patient to go into an atrial flutter. It was noted that the patient had symptoms as a result of the atrial flutter. Technical services (ts) recommended programming adjustments as these features are not optimal for the patient's intrinsic rhythm. The patient will be continued to be monitored. The device remains in use. No adverse patient effects were reported.